Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant of the fast-fix 360 curved did not pass completely through the meniscal tissue. The entire construct was removed. All implants and suture were retrieved. There was a reported short delay of less than 390 minutes. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. (B)(4).